Manufacturer narrative:
Concomitant medical products: product ID 377875, lot# v005100, implanted: (B)(6) 2006. Product type: lead: product ID 377875, lot# v005100, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) discharged within one day. The patient then recharged and the next morning when they turned the ins back on, they experienced a shocking sensation, noted that the coverage for their pain was "different", and could not turn the ins off. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-09072 for the patient's issue related to skin break down during recharging.